Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: a piece of bag broke off into patient. They pulled piece out of patient. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss, no blood loss over 500cc, the surgery time was not delayed over 30min, the incision was not extended by more than 1 inch, and no device fragment fell into the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).